Manufacturer narrative:
This report is submitted (B)(6) 2018.

Event description:
Per the clinic, the patient experienced a performance decrement due to migration of the electrode array. Subsequently, the device was explanted on (B)(6) 2018 and the patient was reimplanted with a new device during the same surgery.